Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (sn (B)(4)) found that the ins was functionally okay and had insignificant anomalies.

Event description:
It was reported that the patient needed an implantable neurostimulator (ins) replacement because it was time and there was normal battery depletion, however, the physician wanted the ins sent back to the manufacturer. The physician reported that the patient had charging issues intermittently. The manufacturer¿s representative (rep) explained to the physician that it was normal as the battery was depleting but the physician also stated they weren¿t sure what stimulation issues the patient exactly had but he said he knew she had some issues over the past year with stimulation being consistent and he wanted the explanted battery looked at. There were no patient symptoms or complications associated with this event. No diagnostic testing or troubleshooting was performed. It was unknown what the cause of the issue was or if the issue was resolved. The ins was explanted on the day of the report. At the time of the report the patient was alive with no injury. The patient¿s post-operative appointment would be in two weeks regarding battery coverage. The rep. Met with the patient on (B)(6) and she had no mention of any specific issues to the rep. But the physician told the rep. After the appointment she had episodes of nausea when she turned her stimulation on in the past. The day of the post-operative visit she said everything was great and her wound was healing nicely. Her ins was being sent back for analysis.

Manufacturer narrative:
Concomitant products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v034832, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 97714, serial# (B)(4), product type: implantable neurostimulator. (B)(4).